Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a power error alarm. Customer's blood glucose was 3.5 mmol/l. Troubleshooting was performed. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed self-test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error 63 alarm was confirmed in the insulin pump history due to cold solder joint at keypad assemble. The insulin pump had minor scratches on lcd window and case.